Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 208 mg/dl. The customer did not experienced symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated they received recurring insulin flow block alarm. Trouble shooting was performed. No further complications were reported. Customer will discontinue use of the device.